Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation. Pending device repairs for implementation of fiel change order (B)(4).

Event description:
The customer reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is january 1, 2018 or later. No adverse patient effects experienced. There was no patient incident.